Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal third of vpd. Following the introduction of a guide catheter, a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the target lesion. There was relevant difficulty encountered when the physician was trying to pass the device into the y-valve and blood reflux was noted. The difficulty remained while the physician was navigating the balloon catheter through the guide catheter and in the transition region between the radial and brachial artery. There was significant worsening of the difficulty encountered which led to the 'locking' of the balloon catheter. The physician applied force to pull the balloon catheter out of the guide catheter; however, the shaft of the balloon catheter ruptured around 80 to 90 cm from the hub near the y-valve region. The physician removed the devices altogether to remove the remaining portion of the balloon catheter in the guide catheter. Following removal of the whole assembly, the physician advanced a new guide wire and the procedure was completed with another of the same device without difficulty. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood in the inflation lumen and guidewire lumen. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the tip of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 71.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The guide catheter used in the procedure was not received with this device. A 5f convey guide catheter was used for functional testing. Functional testing was performed by loading the distal tip of the nc quantum catheter through the hub of the guide catheter. The distal portion of the device was able to be advanced up to the separation with no difficulties or resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal third of vpd. Following the introduction of a guide catheter, a 12mm x 2.50mm nc quantum apex balloon catheter was advanced to dilate the target lesion. There was relevant difficulty encountered when the physician was trying to pass the device into the y-valve and blood reflux was noted. The difficulty remained while the physician was navigating the balloon catheter through the guide catheter and in the transition region between the radial and brachial artery. There was significant worsening of the difficulty encountered which led to the 'locking' of the balloon catheter. The physician applied force to pull the balloon catheter out of the guide catheter; however, the shaft of the balloon catheter ruptured around 80 to 90 cm from the hub near the y-valve region. The physician removed the devices altogether to remove the remaining portion of the balloon catheter in the guide catheter. Following removal of the whole assembly, the physician advanced a new guide wire and the procedure was completed with another of the same device without difficulty. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).